Event description:
It was reported that pump experienced malfunction code malf 1 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using pump and rely on multiple daily injections if necessary, and technical support arranged shipment of replacement pump under warranty, advised that replacement would have updated software, provided instructions for storage mode and pump return within 10 days, and informed customer to program pump settings and connect continuous glucose monitor on replacement device.